Manufacturer narrative:
No devices were returned for evaluation nor radiographs provided to confirm the reported event. No product malfunction was alleged. During the revision procedure the patient was diagnosed with osteoporosis which is identified as the potential root cause of the subsidence. The reported pedicle screw breach root cause is the result of a malplacement. Manufacturing review: review of the device history records of all devices notes no material nonconformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "contraindications include but are not limited to: patients with inadequate bone stock or quality..." "...use nvm5 to monitor pedicle integrity during pedicle preparation. Insulate a gearshift probe or tap from surrounding tissue with the insulating sheath. Attach the dynamic stimulation clip to the shaft of the instrument, and stimulate using the dynamic emg modality." "...use nvm5 stimulation probe to test screws once inserted into bone..."

Event description:
On (B)(6) 2017, patient underwent a vertebral body replacement procedure at l3 level with posterior fixation from levels l2 to l4. Follow up radiographs showed implant subsidence as well as a pedicle screw breach of the superior vertebral endplate at l2 level on the right side. On (B)(6) 2017 a revision procedure took place replacing the implant with autograph bone, repositioning the screw at l2 and extending the posterior fusion from t9 to s2ai level. No patient injury reported.